Event description:
It was reported that the patient had vaginal yeast infection with no symptoms noted. The etiology of the event was reported as ¿new illness, injury¿. The patient was treated with diflucan. The outcome of the event was reported, as of july 10, 2010, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).